Event description:
Customer reported via phone, this was the third time the insulin pump had alarmed no deliver and blood glucose was high at 530 mg/dl. Troubleshooting was not performed. The alarm didn't occur during manual prime. Customer is not returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.